Event description:
It was reported that the health care professional (hcp) thought the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a left ventricular (lv) threshold issue which resulted in loss of capture. Additionally, it was noted it was impacting device longevity. Technical services reviewed the device data and confirmed there was no loss of capture however, it appears to be due to fusion or ectopy. Lv t waves are visible supporting depolarization. At this time, the device and this non-boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).